Event description:
Procedure type: oophorocystectomy. According to the reporter: upon removing from package, the housing separated from the sleeve easily. Not used on pt. The procedure was completed with another. No pt injury was reported.